Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot 2317690/5718133: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that two depth gauges for small screws; part # (B)(4), is missing tips. The devices were found disassembled after the sterile wash. The instrument was used in surgery a but there was no issue during any procedure or any impact to a patient or a delay. This report is for 1 of 2 for complaint (B)(4).